Manufacturer narrative:
(B)(4). The lot was manufactured august 9, 2016 ¿ august 11, 2016. The device was received for evaluation with no fluid in the bladder since the customer had cut the tubing. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After reconnecting the tubing, a functional flow rate test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an under infusion with a large volume infusor. The device was filled with 2700 mg of fluorouracil in 200 ml of saline, for a total fill volume of 240 ml. The expected infusion time was 48 hours with a rate of 5 ml/hr. However, after 96 hours there was still 60 ml of solution remaining. There was no report of patient injury or medical intervention associated with this event. No additional information is available.